Event description:
In 2018 I had a dise (drug-induced sleep endoscopy) to determine if I was a good candidate to have the inspire device implanted in my chest to treat my sleep apnea. After the test, I was told that I was an excellent candidate because of the fact that my tongue falls back when I fall asleep blocking my airway. On (B)(6) 2019, I had surgery to have the inspire device implanted. They also connected a wire from the nerve of my tongue to the device and a sensor was placed in between my ribs to monitor my breathing which was also connected to the device. I was then told that I needed to heal for a month before they could activate the device. After a month, it was activated. I was told to increase the intensity every couple of days until it was felt too intense, and then to step it down to a comfortable level. First I discovered that no matter what intensity I used, it was not helping with my sleep apnea. I was snoring and clearly stop breathing several times per hour, each night. I also noticed that it was causing my tongue to ¿double and triple trigger¿, which means the device was apparently being told to stimulate the nerve several times at once. Still, my doctor wanted me to have a sleep study to properly titrate the device. I had the sleep study (inspire employees were present) and unfortunately, they were not able to get it to properly work. In fact, they were concerned that the sensor that monitors my breathing was not working properly. After the sleep study, I went to see my sleep doctor and the inspire team was there to capture data and do additional testing. After testing, they determined that the breathing sensor that was not working properly and they recommend revision surgery to replace it. They also asked me to get chest x-ray. On (B)(6) 2019 I had the revision surgery. They determined that the reason things weren¿t working properly was that the connection from the sensor to the ¿can¿ had partially disconnected. The surgeon reconnected it and tested it while I was under anesthesia. When I awoke, he told me that everything was working well and I could immediately start using the device again. I started using the inspire immediately and based on how I was feeling and the fact that my wife said I was still snoring, I knew it wasn¿t working for me. My sleep doctor had ¿me¿ go for another sleep study to properly titrate the device. They sent a team from inspire again, to run the sleep study. When I woke in the morning, the inspire people told me that they weren¿t successful but were still confident that with additional tuning, it would be successful. They said that they would make a plan with my doctors. On (B)(6) 2019, I went to my surgeon¿s office and was met by a team from inspire, my sleep doctor, and a radiologist who brought an ultrasound machine. The surgeon performed an endoscopy while the inspire people activated the device at multiple intensity levels while the ultrasound was positioned under my chin. When they were done, the team left the room to confer and then came back pout to speak with me. They determined that my palate was not moving forward when my tongue was moving forward (this should have been disclosed a possibility before I had the initial intensity). They explained that with most people the palate moves forward with the tongue and because of that, they didn¿t think it would work. However, they still set it to an ¿optimal¿ intensity level and asked for me to try it another 2 weeks. I believe I used it for a week and then contacted my doctor to let him know that I was exhausted and that it clearly was not working for me. I let him know that the intensity level was so high that it was waking me several times per hour throughout the night. We agreed that I should stop using it and he was going to do some more research. At that time, I suggested that I should just have the device removed. I then went back to CPAP. About a week later, I heard from my sleep doctor. He said that he spoke with inspire asked for me to get a chest x-ray to see if everything looked correct and connected. It was. FDA safety report ID # (B)(4).